Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report that the patient suffered a large 2nd degree burn on the right thigh using the anterior coil, that required the medical intervention.

Manufacturer narrative:
There is no indication of a malfunction of the mr system or coils used that could have contributed to the incident. The observed burn on the right thigh can be explained by direct or near contact with the bore. It was mentioned that the thin padding was used to prevent this, however, considering the location of the burn this pad must either have moved or not placed correctly. Contributing factors to this heating incident are following:: the patient was obese. The thermoregulation of obese patients is known to be impaired. The risk of rf energy-related injuries is higher in patients with impaired. The patient was elderly, which can influence the patient¿s thermoregulatory capability. The total administered specific energy dose of 3.55 kj/kg exceeded the recommended limit of 2.0 kj/kg for the patients with impaired thermoregulation.